Event description:
It was reported that this right ventricular lead exhibited high capture thresholds. Subsequently, the lead was surgically abandoned and, a new lead was successfully implanted. No further adverse patient effects were reported.